Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as itchy and irritated under the front and back te pads. There was no alleged device malfunction contributing to the rash. The patient¿s physician prescribed benadryl topical ointment for the rash. Outcome of the rash is unknown.